Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The onsite representative was able to resolve the reported event be replacing the mvs interface umbilical cable. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while preforming planned maintenance on the imaging system, the mobile view station (mvs) sporadically displayed the error message 'image frame rate too low'. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.